Manufacturer narrative:
Additional information: based on the received information from the field, the recipient was explanted due to pain at the implant site. Reportedly the pain was also present when the external device was not worn, although very limited. However, the cause for the reported pain remains undetermined, as also no medical issue was reported which might have contributed. In addition, a short circuit between two implant channels has been observed since 2008. The device was explanted but has not been received for investigational purposes.

Event description:
The user reports pain when wearing the external device. The pain was very limited when the device was switched off or not worn and was more intensive when it was on.the user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported she is having pain radiating from the implant area while wearing the audio processor since (B)(6) 2022. The pain is limited when the device is swithced off or not worn. The hearing performance is affected. A re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturers experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user reports pain when wearing the external device. The pain was very limited when the device was switched off or not worn and was more intensive when it was on. The user was re-implanted.